Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery voltage of 2.57v. This device was listed on the shortened replacement window advisory, originally communicated on (B)(6) 2007. A boston scientific crm technical service consultant recommended that this patient be followed on a monthly basis and that the device be replaced within 30 days of elective replacement indicator declaration. These recommendations are outside of product labeling. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Subsequent information indicates that the device was explanted. No adverse patient effects were observed. As of today, the device has not been returned. Should additional information become available, an amended report will be submitted.

Manufacturer narrative:
Approximately 13 months later, the device was received at boston scientific. Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.